Manufacturer narrative:
The device was received for evaluation. During functional testing, failed rate accuracy test was not reproduced. Evaluation had the flowline run a flow test at a delivery rate of 40 ml/hr at a vtbi of 40 for a 60mins. Run time. The delivered amount was 41.718 and the error percentage was at 4.295%. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an issue of failed rate accuracy test during preventive maintenance testing in the biomed service department. There was no patient involvement. No additional information is available.